Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-27 h6: investigation summary customer returned (7) sealed 32gx4mm bd pen needles from lot# 1006148. The consumer reported that he finds it difficult to grasp the inner shield prior to injection. All 7 returned samples were examined, then tested to determine the inner shield removal force (spec: inner shield removal force for nano pro pen needles after sterilization is 0.019 to 2.45 lbs) and the following was observed: data: shield removal force (lbs.) Sample 1 0.20 sample 2 0.35 sample 3 0.30 sample 4 0.20 sample 5 0.90 sample 6 0.85 sample 7 0.20 all 7 pen needles tested within specification. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time h3 other text : see h10.

Event description:
It was reported that 8 pen ndl 32g 4mm hp needles were difficult to operate. The following information was provided by the initial reporter :   it was reported by the consumer the inner shield is difficult to grasp prior to injection. Date of event : unknown samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 pen ndl 32g 4mm hp needles were difficult to operate. The following information was provided by the initial reporter:   it was reported by the consumer the inner shield is difficult to grasp prior to injection. Date of event: unknown. Samples: yes.